Manufacturer narrative:
Additional information b1, b5, d4, d11, h6.

Event description:
It was reported that the patient had the 15 cm cx inflatable penile prosthesis removed due to the device was malfunctioning and not working. A new lgx inflatable penile prosthesis consisting of 18 cm x 12 mm cylinders, pump, and reservoir were implanted. Following the surgery, the patient was recovering. Cx cylinders 15cm lot 477582010. Rte 5.0 cm lot 479179016. 65 ml reservoir lot 478754009.

Event description:
It was reported that the patient had the 15 cm cx inflatable penile prosthesis removed due to unspecified reasons. A new lgx inflatable penile prosthesis consisting of 18 cm x 12 mm cylinders, pump, and reservoir were implanted.